Manufacturer narrative:
The sample was not returned from the user facility; therefore, a device evaluation is unable to be performed. A lot history review or a review of the device history record (DHR) could not be performed because the product identifiers are unknown. The actual sample was not received for evaluation. The DHR was not completed due to unknown product identifiers. The investigator assessed the event was not related to the device or procedure. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through a clinical registry that during the second revascularization procedure 17 months after the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the right distal superficial femoral artery (sfa). Approximately 26 months after the index procedure, the patient¿s right distal sfa was reportedly reoccluded. A third revascularization procedure was performed on the target lesion and the hcp deemed it was successful. The investigator assessed that the event was not related to the device or procedure. The sample was discarded by the user facility and is not available for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
Additional information: the event description was changed to include that two devices were used during the revascularization procedure. The product catalog number was changed from "unk sfa 035" to "lx3513051505f." The UDI no. Was added, "(B)(4)." The analysis was updated to include two devices were used in the procedure and that the product catalog number is known. The conclusion was updated to include two devices were used in the procedure and that the product catalog number is known. The samples were not returned from the user facility; therefore, device evaluations are unable to be performed. A lot history review or a review of the device history record (DHR) could not be performed because the lot number is unknown. Conclusion: the actual samples were not received for evaluation. The DHR was not completed due to unknown lot numbers. The investigator assessed the event was not related to the lutonix devices or procedure. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information.

Event description:
It was reported through a clinical registry that during the second revascularization procedure 17 months after the index procedure, two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the target lesion located in the right distal superficial femoral artery (sfa). Approximately 26 months after the index procedure, the patient¿s right distal sfa was reportedly reoccluded. A third revascularization procedure was performed on the target lesion and the hcp deemed it was successful. The investigator assessed that the event was not related to the lutonix devices or procedure. The samples were discarded by the user facility and are not available for evaluation. No adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturer¿s report number is 3006513822-2018-00200.